Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply. H10 additional narrative: d2b. Additional pro-code: ktt. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: legal h3,h6: device history lot. Part # 04.038.200s. Synthes lot # h750414. Supplier lot # n/a. Release to warehouse date:25 oct 2018. Manufactured by: synthes elmira. No ncrs were generated during production. Device history batch null. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is a legal complaint it was reported that on (B)(6) 2020 the patient brought to the ER with the left hip pain after a fall. On (B)(6) 2020, the patient underwent cephalomedullary fixation of left peritrochanteric femur fracture. On (B)(6) 2020, she reports soreness and a popping sensation whenever she flexes her hip. Soreness and pain whenever she does any abduction movements. Dexa scan showing osteoporosis. On (B)(6) 2021, CT scan of the hip shows a small crack in the lag screw. There is bony callus formation over the broken screw. On (B)(6) 2022, she had developed a very prominent lag screw from her cephalomedullary nail. Of note the tip of the lag screw had broken. On (B)(6) 2022, the patient underwent left femur removal of hardware and left subtrochanteric femur delayed-union repair with exchange of cephalomedullary nail. This complaint involves one (1) devices. This report is for one (1) tfna fenestrated screw 100mm - sterile. This is report 1 of 1 for complaint (B)(4).